Event description:
The patient reported that the adhesive caused a red rash and abscess, which was very itchy. The pod rubbed up against her bra area which may have caused the issue. She removed the pod from her upper arm on (B)(6) and some skin came off, creating a hard abscess. This was drained by her doctor who also prescribed nystatin ointment. The device was discarded. She also stated that she has some irritation with all the pods she's used (40 total).

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any product condition could have contributed to the patient's abscess. No product lot number was provided, therefore no qualification and sterilization records were reviewed. The omnipod user guide warns "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin," and "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, to clean the insulin vial with an alcohol prep swab, to clean the infusion site with soap and water, and to keep sterile materials away from any possible germs". It cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider", and advises "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat".